Event description:
A postop CT scan from a degenerative pangea case at l4-s1 showed the rod had migrated cranially out of the screw and locking cap interface. The surgeon removed all three locking caps, screws and rod. Patient was re-instrumented using larger diameter screws, three new locking caps and one new rod. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
(B)(4). Additional information has been requested. Device was discarded by the hospital. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. No conclusion could be drawn as the device was discarded by the hospital and the part number and lot number was not provided.